Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl. Customer¿s blood glucose level at the time of incident was unknown and the current blood glucose level was 243 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. The customer was treated with manual injections for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the drive support cap was normal. Customer does not allege insulin pump was under delivering. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, prime or a33 test and excessive no delivery test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. Device received with reservoir tube lip completely broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. (B)(4).

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is march 13, 2019. (B)(4).